Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional information has been provided to date. Should additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported the nasal cannula has a protruding sharp edge that is hurting the patient's face.

Manufacturer narrative:
An investigation was performed by the quality department which indicated that current production samples are meeting the specification requirements and the batch records indicate that product was manufactured according to specifications. There were no other similar complaints nor adverse events reported for the product or similar devices over a 12 months period. A corrective action preventative action was created to document further actions and asses the feasibility of improvements in that nasal cannula. Complaint samples (used or unused) were not returned for evaluation. Pictures attached to complaint record did not show an unusual condition on the cannula. Samples from the current production were visually examined and it was observed that this type of cannula has a termination little hard in the middle of cannula body. Batch records of product and lot number were reviewed and no quality issues were reported during in-process and final inspection. Calibration records for equipment used in the molding process were examined and found that all equipment has been properly calibrated according to calibration procedure. Maintenance records for nasal cannula were examined and no major reparations to old have been performed on the last year. The mold has been subjected to normal cleaning process before and after each run. No functional testing was conducted to replicate the possible root causes. No additional information has been provided to date. Should additional information become available, a follow-up report will be submitted.